Manufacturer narrative:
Device received but not yet evaluated.

Event description:
It is reported that during a knee arthroplasty that the instrument fractured during the trialing process.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination concluded that the provisional has fractured on lateral side of the post with all parts were returned. DHR was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.